Manufacturer narrative:
The referenced hospital admission for hemolysis was reported under medwatch MFR #2916596-2016- 00040. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that a pump stoppage occurred during the night of (B)(6) 2015, while the patient was admitted for hemolysis and elevated lactate dehydrogenase levels. A review of the patient's historical log file data showed low speed operation/low flow alarms and pump stoppage events while the system was connected to the power module via a patient cable. A review of x-ray images provided by the customer showed a potential issue with the internal portion of the percutaneous lead. The patient was placed on an ungrounded power module patient cable. As of (B)(6) 2015, there remains a concern for a possible internal percutaneous lead compromise which is pending further investigation by the manufacturer; however, no further pump stoppages have occurred with the patient's use of an ungrounded power module patient cable.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 17 inches of the replaced external distal end portion of the percutaneous lead was returned. The silastic sleeve was removed, and examination of the shielding and bionate revealed areas with shield breakdown. An electrical continuity test of the returned portion of the percutaneous lead was conducted and all of the wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the percutaneous lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the submitted log file confirmed low speed/low flow alarms and pump stoppage events that occurred while the patient was supported by the power module and patient cable. However, a specific cause for the events in the log file and a correlation to the evaluation of the returned external portion of the percutaneous lead could not be determined. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file are consistent with a compromised percutaneous lead. A review of x-rays of the internal and external portions of the percutaneous lead showed an area of suspicion on the internal portion of the lead. Although no alarms were elicited following the percutaneous lead repair, the patient remains ongoing on vad support using the ungrounded patient cable while on power module support. No further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 01/05/2016, the manufacturer&#38112;technical services representative performed an evaluation of the percutaneous lead, and the electrical continuity test did not reveal any broken wires. The entire external portion of the percutaneous lead was then replaced with no issues. The patient was placed on a grounded patient cable after the repair and performed several torso movements with no alarms. The patient was provided with an ungrounded power module patient cable.